Event description:
Boston scientific crm received information that during the attempted implant of this transvenous defibrillation lead, the patient experienced a pericardial effusion. The lead was therefore explanted and the implant procedure was suspended. It was noted that there were no allegations against the lead.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.